Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into it. The physician deployed the closure device in the laa of the patient. Upon deployment of the device, the appendage was inadvertently perforated which resulted in a pericardial effusion. A pericardial drain was put in place and the patient was sent to the intensive care unit(ICU) for monitoring. The next day the patient was doing fine with the plan to remove the drain. The drain was removed with some difficulty so the patient was kept in the ICU for a few days of monitoring.